Event description:
Vital sign monitor / invivo in imris or failed to take blood pressures (cuff) throughout the case. Failed to record data. End tidal co2 analyzer failed. Unable to run end tidal on low flow measurement.